Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pacemaker and another manufacturer's right atrial (ra) lead exhibited oversensing of noise where there were inappropriately stored atrial tachy response (atr) events. Boston scientific technical services (ts) was consulted and discussed that the noise was from the minute ventilation signal. The minute ventilation signal was programmed off and the pacemaker and ra lead remain in service. No adverse patient effects were reported.